Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) similar reports with the involved product code/lot# combination. See MDR 2243441-2017-00090. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that two angioseal devices did not deploy correctly . The following information was provided by the user facility: the user was an experienced operator. The suture would not release/the doctor was unable to pull the device back, and the tamper tube would not slide down. The procedure outcome was successful. Hemostasis was achieved by using manual pressure. It was reported that there was no significant blood loss. The patient was reported to be stable/good condition.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information and the completed investigation. It was initially reported that the device was available, however, to date, the device has not been returned. Section has been checked to reflect no device was received. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation. To date, the actual device has not been returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. Without a sample available for product evaluation, no definitive conclusion can be drawn as to the cause of the tamping issues. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.